Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event was a prophylactic explant of a device due to its advisory status. The device was tested on the bench and using automated testing equipment, and no anomalies were found. Correction made to b1: there was no product problem, only an adverse event.